Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test failed #50. There was no patient involvement.

Manufacturer narrative:
Updated fields: ( type of investigation, investigation findings, investigation conclusion, component code). Corrected fields: (model, catalog, UDI), (medical device problem code) additional information: e1(postal code):(B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pcb of motor control board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.